Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 28mm mitral annuloplasty ring was implanted and explanted during the same procedure for unknown reasons. No additional adverse patient effects were reported.